Event description:
It was reported that during a shift check, the autopulse li-ion battery was found not to hold a charge. No patient involvement was reported. No further information was provided. Manufacturer requested additional information on 09/13/2013 and 09/30/2013; however no additional information has been obtained.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/24/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigaton results as follows: the battery archive was corrupted and could not be retrieved. The complaint was confirmed, however, a root cause could not be determined.

Event description:
Additional information provided by the customer: the autopulse li-ion battery was found to not hold a charge in the autopulse multi-chemistry charger. Customer is using a 4 battery rotation every 24 hours or after a cardiac arrest code. The batteries are inspected and tested when they first arrive at the customer's site. If they do not charge, then they are sent back to manufacturer. Customer reported that the led on the battery has no power on the end (i.e. No red flashing, no green, no yellow, no red).